Event description:
It was reported that the patient was experiencing incontinence with an implanted artificial urinary sphincter (aus) . The patient underwent a surgical procedure to have the aus cuff explanted. The surgeon determined that the cuff was not providing complete coaptation because the cuff was too large. A new smaller cuff was implanted to better fit the patient. No patient complications reported.